Manufacturer narrative:
This device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead dislodged, which required surgical intervention to reposition the lead. No additional adverse patient effects were reported. This lead remains implanted and in service.